Event description:
One touch ultra meter had missing segments in the glucose reading area. The pt reported obtaining a 185 mg/dl on the reported meter. A few days later the reported meter read 120 mg/dl. The pt did not experience any symptoms during the time of concern. They decided to visit their physicians' office and get their blood glucose level checked. During the visit they were given a different meter; however,the pt checked lfs since the replacement was not a lfs product. The pt neither alleged harm nor experienced injury. Pt's meter was replaced.